Event description:
The facility representative reported a flo-gard infusion pump that "does not start". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not start was confirmed and duplicated by baxter service personnel. The root cause was determined to be loose contacts on the power supply printed circuit board assembly and a defective main battery. The contacts were re-soldered and main battery replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.